Event description:
It was reported that during the generator replacement, it was noted the right ventricular (rv) lead had high thresholds and impedance. The thresholds were reprogrammed and the rv lead remains in use. It was also reported that the right atrial (ra) lead had high impedance due to a possible fracture. The ra was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5534-45 lead, implanted: (B)(6) 1997. (B)(4).